Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported heat symptom, attributable to the internal corrosion and lack of lubrication observed during the device inspection.

Event description:
During a procedure at the user facility, the device was found to have overheated and resulted in a 3rd-degree burn to the patient. Ointment was applied to the burn, and the procedure was completed successfully without surgical delay.